Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/9/2020.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: sample was received and evaluated. No damage/broken components could be observed that related to the defect reported by the customer. Sample was found in good condition. Plate was activated and de-activated several times without any issues. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal were verified, it was confirmed sample didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and ports were close, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition confirming there is no damage on the perimeter or the port seal. Defect reported by customer wasn't duplicated on sample received. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the issue occur during initial activation? No information. How long after activation did the reservoir fully inflate? No information. Was any exudate collected in the reservoir when found inflated? No information. Were all connections in the drainage system secured? No information. Was any cut/pinhole/damage identified on the reservoir/drain? No information. Was another reservoir used to complete the case? No information. Was the drain removed from the patient and a new drain inserted surgically? No information. Explain how was the case completed? No information. No further information will be provided.

Event description:
It was reported that a patient underwent a uterine adnexal tumor resection on (B)(6) 2018 and a reservoir was connected to a drain. On (B)(6) 2018, negative pressure was applied, but the reservoir got swelled soon. There were no adverse consequences to the patient. Additional information was requested.